Manufacturer narrative:
(B)(4). Evaluation: the device passed the homechoice return instrument test evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to a reload the set (rls) 152 alarm. The increased intraperitoneal volume/overfill discovered during evaluation, was not related to the rls 152. The assignable cause of the rite rls 152 alarm was determined to be damaged tubing for the right disposable pressure transducer at the manifold connection. The assignable cause of the overfill event was determined to be: insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed too low (0 ml). Follow up with the nurse revealed that she had already reviewed the patient's homechoice and adjusted the setting. The nurse reported that the patient is doing fine on the new cycler with no reported issues. No patient injury or medical intervention was reported. The device was subsequently routed to service. Additional information: the root cause if the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 1. The homepatient (hp) drained 3784ml. The fill volume was 2000ml. This drain meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.